Event description:
It was reported by the rep that during a urology procedure, while the device was being fired on a vessel the device started to spit out clips and did not fire correctly. The 2nd device, the handle was sticking and unable to open and close the jaws. Another device was used to control bleeding. All bleeding was controlled during the procedure and no transfusion was required. There were no adverse consequences for the patient reported. No device will be returning at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned empty, locked out and a unformed clip attached. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. Complaint information is trended on a regular basis to determine if further investigation is warranted. No conclusion could be reached based on the analysis results as to what may have caused the reported incidents. The batch record was reviewed and no anomalies were noted during the manufacturing process.